Manufacturer narrative:
Title: rupture, breakdown, and pulmonary artery embolism of a balloon catheter tip during percutaneous transluminal angioplasty of arteriovenous fistula journal: vascular specialist international authors: young min han, kun yung kim, byeoung hoon chung year: 2019 vol & issue: 35(4) ref: doi: orcid.org/0000-0003-3489-7883. Patient age: average age. Sex: majority gender. Event date: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a patient case report. Medtronic¿s evercross pta balloon was used. The patient was admitted for dialysis circuit dysfunction. The left upper arm avf was created 5 years prior in the brachial artery and transposed basilic vein. Access to the conduit was gained via the femoral vein as one puncture allows the performance of pta on both the artery and vein from the juxta-anastomotic site to the central vein. Conventional venography revealed multiple severe stenoses from juxta-anastomotic site to the central vein. Pta was performed using the evercross pta balloon at the juxta-anastomotic site. Burst pressure was applied to the balloon in the severe stenotic lesion of the basilic vein for 3 minutes resulting in balloon rupture. Several removal attempts were made using a femoral sheath, but the balloon clumped and jammed to the sheath. A cutdown was performed of the right femoral vein to remove the lump together with the sheath and ruptured balloon. The patient was discharged after 2 days without other complications. A new avg was inserted in the right arm after 1 month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.